Event description:
The customer reported that during an ablation procedure, the power of the generator shut off unintentionally. The power plug was reconnected to the main but the generator would not power on. The target lesion was not ablated due to the issue and the procedure was called off.

Manufacturer narrative:
(B)(4). Date of initial report: 10/22/2014. Date of follow-up report: 01/19/2015. Evaluation of the generator was performed by covidien japan service center. Investigation isolated the failure to the internal high voltage pcb but the root cause was not identified. The high voltage pcb was replaced to address the failure.

Manufacturer narrative:
(B)(4). The return of the incident sample has been requested. To date, it has not been received for evaluation. Additional questions in regard to the incident have been asked. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.